Event description:
The facility representative reported, "safety clamp - free flow." Information was not provided regarding whether or not the problem occurred during a patient infusion. The hospital representative stated that there were no reports of injury or medical intervention. No additional information was available.

Manufacturer narrative:
Evaluation results: the reported condition of "safety clamp - free flow" was not confirmed. The device passed all visual and functional test, prior to customer return.